Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information: pictures available. Clipped torn vessel was clipped and extended procedure 15 minutes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by device misfired? Did clip tear/cut the vessel? Or did the device jaws tear/cut the vessel?

Event description:
It was reported that during an unknown procedure, device misfired and tore a vessel. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91781. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 5 clips were found inside the clip track. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04562 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04562 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04562.pdf].